Event description:
Monitor suddenly goes straight line. ECG and pressure waveforms. Replacement module works appropriately. Leave module to sit for 10 mins then it works. Ongoing problem. No alarms, etc with this malfunction. Numerous incidents.